Event description:
The customer reported air/water leakage from the instrument/suction channel on the evis lucera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects in the nozzle and control body unit. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects in the nozzle and control body unit due to insufficient cleaning. Additionally, the adhesive around the bending section cover had a white clouded area, a crack, and a chip. The adhesive around the objective and light guide lens were peeled. The paint on the suction cylinder was peeled. The connecting tube had discoloration, a scratch and wrinkle due to chemical stress. The light guide lens had a crack. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning, the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle and all external surfaces with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.